Event description:
Event occurred on an unspecified date regarding a 5" (13 cm) bag spike adapter w/spiros¿ w/red cap, vented cap where the reporter "stated that when the nurse attached the bd/alaris sets to ch3034 and the chemo or flush solution, nothing will flow." They also reported that there were multiple events throughout july and this week. They stated that "the chemo did come into contact with the patient or healthcare provider. There was delay in patient care, increase in central line access." There was patient involvement, no adverse event and there was delay in therapy.

Manufacturer narrative:
B3 - date of event - the date of event is unknown, and (B)(6) 2025 has been used as a placeholder. The device is not available for evaluation. Lot number was not provided for device history review. A supplemental MDR will be submitted if updates are received.